Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('prayers, feeling the same pain'), genital haemorrhage ('had terrible bleeding') and cervix carcinoma ('I have cervical cancer') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and feeling abnormal ("I just had bad feeling about") and was found to have weight increased ("3 year ago 400 pound") and cervix carcinoma (seriousness criterion medically significant). The patient was treated with surgery (get essure out. Essure removal sergery). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, weight increased, cervix carcinoma and feeling abnormal outcome was unknown. The reporter considered cervix carcinoma, feeling abnormal, genital haemorrhage, pelvic pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain, genital hemorrhage, weight increased, cervical cancer, bad feeling. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: social media was received. Event cervical cancer, bad feeling were added. Reporter was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('prayers, feeling the same pain') and genital haemorrhage ('had terrible bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant) and was found to have weight increased ("3 year ago 400 pound"). The patient was treated with surgery (get essure out. Essure removal surgery). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage and weight increased outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain, genital hemorrhage, weight increased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received, case becomes incident. New events had terrible bleeding and 3 year ago 400 pound were added. Essure removal information were added. New reporter and medical history was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.